Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation.the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "8404bxc was reported with light being too dim to use when entering patients mouth. A replacement blade was used to complete the intubation."